Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient complained of an electrical sensation at the pocket one time while sitting in church. All impedances were in range and the rep could not elicit the electrical sensation while pushing on the device, or by placing the patient in a variety of different positions. The issue was said to be resolved and the patient was going to follow up if the sensation returned. No further complications were reported.